Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; and inspecting and cleaning the diaphragm. The troubleshooting identified that the stalok clips were damaged. A replacement device was sent to the customer. In follow up with a complaint handler on (B)(6) 2018, the customer alleged that she developed mastitis and was prescribed an antibiotic. She indicated that she was using a hospital grade pump at work and her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2018. The device passed suction and cycle specifications, though it was noted in the evaluation that the customer's membranes were not laying flat and the transformer had a damaged strain relief. Refer to attached evaluation. The customer's complaint of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she was experiencing low suction with her pump in style breast pump and that she had clogged ducts due to the performance of the pump.